Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The logs at this time showed raw optical sensor dropping the console was returned and was found to have significantly low signal not reliable. The root cause of the console issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the impella cp pump triggered a placement signal not reliable alarm. Hemodynamics were confirmed and the functionality of the pump remained unaffected. The alarm and placement monitoring were subsequently disabled for the course of planned support. There was no reported patient harm.